Manufacturer narrative:
Unit passed displacement test and unexpected restart error test. No unexpected restart alarm noted. Unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to faulty force sensor resistor; motor passed motor test. Unable to test basic occlusion, occlusion, prime/delivery and excessive no delivery test due to motor error alarm at basic occlusion. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip. Unit received with broken belt clip slot. Unit received missing end cap sticker. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that customer received an unexpected restart alarm. Customer was assisted in reprogramming and rewinding insulin pump. Customer's blood glucose was 200 mg/dl and remained high even after set change. Insulin pump would be replaced.